Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported during routine check that the cardiosave intra-aortic balloon pump (iabp) had fail leak tests. No patient involvement or harm were reported. The field service engineer (fse) was dispatched to evaluate the device. Unit passed all functional and safety tests per factory specifications and was returned to customer to use.